Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced symptoms of arrhythmia and bradycardia. It was determined that the lead dislodged and exhibited no capture the day after implant. The physician noted that the anchoring sleeve on the lead was not able to firmly hold the lead. A lead revision was performed and the lead was re-anchored by stitching it more tightly. The lead remains in use. No further patient complications have been reported as a result of this event.